Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unknown issue with their onetouch ultralink meter. No further details regarding the issue could be obtained at the time of call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.